Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the pt received a 2nd degree burn, which required minor wound management.